Event description:
Rptr complains of the following noted or suspected problems: positive ana and anti-dna, systemic lupus erythematosus, carpal tunnel syndrome, rashes, fevers, back aches, headaches, chills, hand stiffness, vaginal dryness, mouth sores, hand and foot swelling, possible fibromyalgia, weakness, myalgias, arthralgias, irritable bowel syndrome, chest tightness, fatigue, undifferentiated connective tissue disease, lupus, rheumatoid arthritis, arthritis symptoms, joint swelling, pain and stiffness, hardening of skin around implant, muscle fatigue, breast tenderness, fatigue, general aching and stiffness, swollen glands, hair loss, coldness of extremities, 2 carpal tunnel surgeries, weight gain from prednisone, fearful of losing job due to work missed because of pain.